Event description:
It was found that the cannula had not deployed as intended, remaining partially inside the pod and appeared longer and slightly bent, which resulted in insulin leakage during wear. No impact to the patient's glucose level was reported while wearing the pod between 5 and 24 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported needle mechanism failure. We are unable to confirm or determine the root cause of the reported bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.